Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the customer was hospitalized due to blood loss. The customer's blood glucose level was 150 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion or needle anomaly due to customer did not return insertion needle; only sensor

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Treatment code has been updated.